Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of noise. Testing of the system was able to reproduce noise when the patient was contracting their muscles, however all impedance measurements remained within range. The s-ICD was reprogrammed to a different sensing vector and remains in service. No adverse patient effects were reported.